Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "beak chipped (tip chipped)" was confirmed. It was likely due to a component failure. However, the cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had the beak chipped (tip chipped). The issue occurred during reprocessing. There were no reports of patient harm.